Event description:
The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer did not capture information in section d4, d5 and e1. The following correction has been updated in this report. Section d1: primary unique device identifier (UDI) has been updated. Section d5: operator of device has been updated. Section e1: email has been updated.